Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
The sales representative was contacted via text message by a surgeon. A procedure was completed approximately three months ago using stryker products. Vitoss was also used off label at the time. The patient returned to the clinic with an exposed wound that was showing the delta plate. It had to be removed, cleaned and closed.

Manufacturer narrative:
The product was not returned for investigation therefore the reported event could not be confirmed. For infection complaints expanded investigations were performed to assure that neither the complained devices nor all related manufacturing (e.g. Environmental monitoring, sterilization validations tests) process steps could have caused the event. In the present case the available information was not sufficient enough to determine the exact root cause for the failure mode (infection), but during the investigation no indications were found for any systematic, design or manufacturing related issue.

Event description:
The sales representative was contacted via text message by a surgeon. A procedure was completed approximately three months ago using stryker products. Vitoss was also used off label at the time. The patient returned to the clinic with an exposed wound that was showing the delta plate. It had to be removed, cleaned and closed.